Event description:
A #8 shiley dct tracheostomy tube outer cannula separated from the hub and the neck flange dislodging the inner cannula. Trach had to be emergenctly replaced. This same type of incident occurred with shiley #6 tracheostomy tube in 2006 and was reported to the MFR and FDA through med watch. Dates of use: 2008. Diagnosis or reason for use: chronic respiratory failure.